Event description:
On the (B)(6) 2013, 4 zilver ptx stents were implanted in the long cto lesion. On the (B)(6) 2013, thrombosis was confirmed. On the (B)(6) 2013 ,thrombosis was treated by cdt (catheter directed thrombolysis). Detailed complaint description provided for in 'additional information' section. Please note this report is in relation to one zilver ptx device (ziv6-35-125-6.0-120-ptx). Please also reference additional reports with FDA MDR reference# 3001845648-2014-00165, 3001845648-2014-00195 and 3001845648-2014-00196.

Manufacturer narrative:
(B)(4). UDI#: unk. The initial complaint details provided were as follows: on the (B)(6) 2013, 4 zilver ptx stents were implanted in the long cto lesion. On the (B)(6) 2013, thrombosis was confirmed. On the (B)(6) 2013, thrombosis was treated by cot (catheter directed thrombolysis). On (B)(6) 2013, administration of clopidogrel was discontinued. When the patient underwent CABG (coronary artery bypass grafting) at cardiovascular surgery department of the hospital, the relevant physician determined the discontinuance of it. The patient was hospitalized at the hospital as an emergent patient due to the cardiac failure on (B)(6) 2013. At that time, the occlusion of the lower limb where the stent was implanted was also suspected. Although rest pain was observed to the patient, the score of ck (creatine kinase) decreased and the cardiac failure improved. Therefore, on (B)(6) 2013 evt was performed. A lot of blood clots were observed in the lesion. Cdt (catheter directed thrombolysis) was performed. Additional procedural information was provided for by the physician on the (B)(6) 2014 as follows: on the (B)(6) 2013, we punctured antegradely the right inguinal area. Upon contrast imaging, confirmed a lot of thrombosis from the opening inside the ptx stent, and bloodstream was blocked. Inserted 0.014 crusie into cxi, moving it to popliteal artery, and performed ivus. The stent expanded well, but we confirmed floating thrombus for the whole length of the stent inside it. Conducted hirano dome method with tometa-kun 200mmhg at popliteal region in advance. Afterwards, made "guriguri-kun" with 0.014 cruise and 3f parent 55cm and crushed thrombosis inside stent and conducted aspiration for several times, whereby large amounts of mixed thrombosis-white thrombosis was conspicuous-was collected. With this, antegrade flow recovered, but large amounts of thrombi remained inside the stent. Bloodstream distal to popliteal artery was almost stopped and hirano-dome method seemed to be functioning. For this reason, tried to deliver filtrap proximally to popliteal artery, but could not open filter. Tried again with 8mm but similarly gw was bent at the exit port. (We think this is because we conducted this with 4f short sheath.) Therefore, while continuing hirano-dome, we repeated dilation of the inside of the stent with 6/80mm balloon. Afterwards, we conducted aspiration of blood clots with 3f parent from popliteal artery. At ivus afterwards, there was an image of thrombus proximally to hirano-dome at popliteal artery. We did "guriguri-kun" again to absorb this, but could not aspirate the clots like before. As we could not even aspirate the clots through the sheath, we changed the sheath to a new 5f but again could not absorb from sheath. We judged that a thrombus was newly formed. Around this time, pain in lower right limbs and cyanosis progressed. We re-expanded stent with 6mm balloon, especially proxima! Part of the stent while pulling the sheath. Expanded sufficiently (unrelenting indentation remained). At the same time, possibility of hit could not be denied, and thus started infusion of argatroban hydrate. Act (activated clotting time) was more than 200 (patient had been taking warfarin). After this, blood removal from sheath became possible. We conducted ivus, but thrombosis remained in the area from pop to sfa stent. Advanced cxi proximally to bk, over the pop, and conducted tip injection. Ata was blocked at proximal part, and in addition, confirmed a translucency in tpt, which was a sub-complete occlusion. Advanced a gw to ata and reached dp. At this time, cyanose at lower limbs became high-level, so we released hirano-dome. Advanced aspiration catheter 6f (7f could not be put in), but was stuck at middle part of ata. Therefore, proximal to this part (middle part of ata) was aspirated. The large amount of earthworm-like red thrombosis absorbed. For this reason, repeated long inflations of the whole ata with 2/220 balloon at 2-8 air pressure. Afterwards, advanced gw to pta and conducted absorption. Then, advanced a micro catheter to peripheral pta and took contrast image inside foot. Plantar artery was blocked at proximal point (thrombus). Therefore, advanced gw to pedal arch-dp from lateral plantar artery, and repeated long inflations of the area from pela archk to pta with 2/220 balloon at 2-10 air pressure. Again, repeated long inflations of ata-dp-peal arch with 2/220 balloon at 2-8 air pressure. However, dp was occluded at middle part. Therefore, repeated long inflations of pedal arch-dp-ata with 2/220 balloon at 2-8 air pressure, and did local injection of sigmart and liple from dp. However, at the contrast imaging after this, bloodstream improved, but pedal arch could not be visualized. However, cyanosis at the lower limbs disappeared, and while rest pain remained, most of color tone recovered. Upon contrast imaging from inguinal sheath, thrombus remained in the proximal part of the popliteal artery and inside the stent, but antegrade flow recovered, pta>ata antegrade bloodstream recovered. Therefore, placed fountain 50cm at sfa-ata, and did spray infusion of UK 240,000. After this, it was determined to conduct continued placement of fountain and continuous thrombolysis therapy through it. Summary of (B)(6) 2013: successful recanalization to the right sfa throbic occlusion (ptx stent thrombosis susp). We applied many kinds of strategies; such as hirano-tome, guriguri-kun, etc. However, during the procedure, thrombus formed one after another and the right foot colour got deteriorated and patient suffered from severe rest pain. We treated bk and bta with ballooning and aspiration again and again and finally pta flow got restored (but dp could not be opened). Fountain catheter was placed in the right sfa through ata proximal in order for thrombolysis. On the (B)(6) 2013, angiography through a sheath was conducted, which confirmed the blood flow below ankle region was good and therefore, fountain catheter was retrieved out of the body. Bk was imaged by dsa (digital subtraction angiography), ata was totally occluded in comparatively proximal part of it. However, ata became possible to image in distal part of it through collateral artery. Although a little delayed, dorsal pedis artery could be also imaged good. The blood flow of pta was very good. The patient was transferred back from imaging room with only a sheath remained in the body. Then, the sheath was retrieved with manual compression. The zilver ptx device involved in this complaint is: ziv6-35-125-6.0-120 ptx. The specific lot number of the zilver ptx device involved was not provided. The stent was implanted in the patient; therefore, is not available for evaluation. With the information provided, a document based investigation was carried out. Angiogram images were provided and reviewed as follows: findings: numerous angiograms documenting the entire pharmaco-mechanical thrombectomy procedure are provided. The patient was reported to have hypertension, hyperlipidemia and uncontrolled diabetes. The patient was on dual antiplatelet therapy for approximately two and one half weeks after stent implantation. The complaint adds that the patient's plavix was then stopped in lieu of a coronary artery bypass procedure. Approximately two and one half weeks afterwards, the patient presented with cardiac failure and suspected ptx stent occlusion causing rest pain. The patient was likely placed on coumadin at this time. It is stated in the additional information that the patient was on a second drug and that the patient was on coumadin. The imaging confirms a 30cm long treated segment with the most proximal stent representing the ziv6-35-125-7.0-40-ptx (3001845648-2014-00197), the next most proximal stent representing the ziv6-35-125-7.0-120-ptx (3001845648-2014-00196) and the two distal most stents which cannot be distinguished between representing ziv6-35-125-6.0-120-ptx (3001845648-2014-00165 and 3001845648-2014-00195) stents. The stents were normal in appearance except for ziv6-35-125-7.0-120-ptx (3001845648-2014-00196) which was partially kinked just inferior its overlapping segment with the more superior ziv6-35-125-7.0-40-ptx (3001845648-2014-00197). This however caused less than 25% maximal diameter stenosis. No stent fracture was present the proximal stent ziv6-35-125-7.0-40-ptx (3001845648-2014-00197) did project one centimeter into the common femoral artery. The distal stent terminated superior the popliteal artery. Two vessel runoff was confirmed after pharmaco-mechanical thrombectomy completion. Inflow imaging was not provided but normal inflow was confirmed on the additional information provided. The patient re-thrombosed during the procedure. A hyper-coaguable state attributed to heparin induced thrombocytopenia (hit) was suspected and a different procedural anti-coagulant was used (argatroban). The procedure was successfully completed without additional re-thrombosis. Impression: the zilver stents were normal except for one focal insignificant less than 25% maximal diameter stenosis. Although the superior most stent was placed into the right common femoral artery (not recommended in the IFU), the projection was only a centimeter and unlikely to have been affected by hip joint flexion. Therefore, no mechanical/ hemodynamic explanation for stent thrombosis exists. The most likely cause of stent thrombosis was premature plavix discontinuation. An alternative but less likely explanation is unrecognised development of hit during coumadin therapy initiation. In addition to the clinical risk factors of hypertension, hyperlipidemia and uncontrolled diabetes, the length of the stented segment is generally accepted to have a higher thrombosis risk. According to information provided the patient had the following known potential risk factors associated with thrombosis: hypertension, hyperlipidemia and uncontrolled diabetes. In addition there was a long lesion of 300 mm and the lesion was totally occluded prior to stent placement as the device involved in this complaint was not returned for evaluation and conditions of use cannot be replicated in the laboratory it is not possible to conclusively determine the root cause for this complaint. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records related to this device could not be performed as the specific lot number of the device was not provided. As per the instructions for use, ifu0063-5, which accompanies zilver ptx devices, arterial thrombosis is noted as a potential adverse effect associated with the placement of this device. The complaint is confirmed based on the image review, however, as per feedback from the physician it can be stated that it is unlikely that stent thrombosis occurred due to zilver ptx malfunction. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.